Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a weak signal and 2 lost sensor alerts. Customer's blood glucose was fluctuating a lot due to bent cannulas. Customer had a bent cannula to day and a high blood glucose reading over 500 mg/dl. Customer's current blood glucose is 514 mg/dl. Customer treated with a bolus and has already changed his infusion set.